Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding set. The customer reports the bags will work in the pump, however, the pump would not count up (or down in vtbd mode). The customer states that she knows it is running at a certain rate but it will not count therefore she does not known how much is being given.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.